Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months after implant of the cardiac resynchronization therapy defibrillator (crt-d), the electrocardiogram (egm) of the episodes showed ¿flat lines,¿ where there were no cardiac signals nor pacing spikes visible. It was noted a lead integrity alert (lia) was triggered; the right ventricular (rv) lead impedances were normal but oversensing was observed, which was initially low but recently increasing and triggered a lia. Right atrial (ra) lead oversensing was also noted and during a device interrogation, left ventricular (lv) channel showed interference was also seen. A revision procedure took place, which the device was explanted first. It was noted that once the crt-d was replaced, there were no lead issues observed and all measurements were stable. The ra, rv and lv lead remain in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Hybrid analysis confirmed that the reported sensing, current drain and pacing output anomalies was caused by a leaky n3vdd capacitor (can2), which is the n3vdd de-coupling capacitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.